Manufacturer narrative:
H4: the device was manufactured from april 30, 2021 - may 1, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed fluid inside the bladder which suggests a no flow problem may have occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is an use-related factor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow during patient infusion; further described as "failed to run". The device had been filled with 2800mg fluorouracil in 115ml sodium chloride 0.9%. There was no line blockage noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.